Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high pacing thresholds. Additional information obtained from the field representative indicated that the suspected cause of high thresholds was microdislodgement and the behavior was attributed to the lead. This ra lead was explanted. No additional adverse patient effects were reported.